Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6:proposed annex g code: mechanical (g04) - stem. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated report: 0001822565-2023-03385. D10: concomitant medical products, part number (lot number): 00-8400-044-10 (65251817). Associated product information: 00-8400-090-00 (65660367), 00-5049-035-01 (64750017), 00-8400-094-00 (64737333). G2: foreign - the event occurred in new zealand. The customer has not indicated whether the product will be zimmer biomet for investigation and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an elbow revision surgery eleven (11) months post-implantation due to humerus and ulnar implant loosening. No underlying causes or contributing conditions were provided, and the proper surgical technique was reported to be used. Medical records are not available for review. It was reported that no further information is available.